Manufacturer narrative:
Based on the log analysis, the reported vent fail could be confirmed. It was found that the device has shut down automatic ventilation due to measured speed fluctuations at the ventilator. This is a safety measure to prevent from potentially hazardous output and/or from damages to the ventilator unit. The user is alerted to the shutdown of automatic ventilation by a corresponding alarm. Manual ventilation remains possible, and monitoring is still functional. During on-site examination of the device in question performed by the draeger service technician, the reported issue could not be duplicated. Since the found logfile entries point to an issue with e.g. The ventilator unit, the motor, light barrier or incrementer, the ventilator assembly was requested for a detailed investigation at the manufacturer¿s lab. Unfortunately, however, the part was not made available. Therefore, the exact root cause could not be finally determined. Since the draeger technician could not duplicate the issue and no malfunctions were detected either, it could be concluded that most likely a temporary issue was the root cause. Dräger finally concludes that the device behaved as specified upon the detected speed fluctuations at the ventilator; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that mechanical ventilation failed during use. The device generated a corresponding alarm. There was no injury reported.

Event description:
It was reported that mechanical ventilation failed during use. The device generated a corresponding alarm. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. We will provide results with a separate follow-up report.